Event description:
Customer reported via phone call to have experienced keypad anomaly and blank screen display. Customer reported that buttons on keypad had to be pressed more than once in order to function. Customer's blood glucose was 195 mg/dl. After troubleshooting for blank display, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display window. The insulin pump had unresponsive buttons due to an unlocked keypad connector. The functional testing could not be performed due to the unresponsive buttons. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.